Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer generated a falsely decreased tsh result while using the architect i2000sr analyzer. The result was questioned by the physician and the specimen was retested. The customer provided the following result data (reference range provided 0.35-4.94 uiu/ml): the patient generated a result of 0.67 uiu/ml 6 months earlier. This patient is tested regularly to monitor their tsh level. The patient has been tested multiple times in the last six months each time generating a result of 0.20 uiu/ml the most recent specimen was also tested at another lab using a different method, roche cobas, generating a result of 0.64 from the same specimen (normal roche values: 0.27-4.20). There was no adverse impact to patient management reported.

Manufacturer narrative:
Conclusion: the device evaluation was reassessed and concluded that a malfunction occurred. However, no systemic issue or product deficiency was identified for architect tsh reagent, ln 07k62, lot 58805ui00.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a design history record review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was executed using a file sample from lot 58805ui00. The testing met acceptance criteria which determined the reagent is performing acceptably. A design history review did not find any issues with the lot number in question. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect tsh reagent, ln 07k62, lot 58805ui00, was identified.